Event description:
A reliant stent graft balloon catheter was inserted into a pt for expansion of an implanted 24 mm x 14 mm x 16.5 cm aneurx stent graft. The superior aortic neck contained a 15-20 degree anterior and lateral angulation. The iliac arteries were mildly tortuous. After the aneurx stent graft was implanted, it was reported that there was type I endoleak that resolved, but the physician decided to balloon the aortic neck anyway. The reliant stent graft balloon catheter was inserted and inflated half way in the aortic neck and half way in the stent graft. The inflation volume of the balloon is unknown, but it is reported that the balloon was inflated aggressively. The pt's aorta ruptured and subsequently the pt was converted to open surgical repair. There were complications associated with the procedure and several hours later the pt expired. The device was discarded and will not be returned to medtronic for evaluation.